Manufacturer narrative:
(B)(4).

Event description:
It was reported that following implant, unstable capture threshold values were observed on the atrial lead. The patient was monitored and the capture threshold value stabilized. The patient was noted to be in stable condition throughout the event.